Manufacturer narrative:
The customer did not return any product. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoptimal method. At 7:50 the laboratory result was 3.96 inr and at 10:00 the meter result was 5.4 inr. The customer's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.